Manufacturer narrative:
E1 establishment name: (B)(6). The device was returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, no device problems were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope exhibited a dark monitor screen/ no image. This issue occurred during service/maintenance. There were no reports of patient involvement.